Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 95% stenosed target lesion was located in a mildly calcified and moderately tortuous superior vena cava. A 10.0mm x 40mm, 135cm mustang¿ balloon catheter was advanced to the lesion. Upon removal of this device, severe resistance was encountered. The device was forcibly removed and the procedure was completed using another of the same device. No patient complications were reported and patient's status was good.